Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include nausea and vomiting. As treatment, the patient applied a new pod. In addition the patient reports their doctor had called in a prescription for phenergan to help with the nausea.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and required intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.